Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2025. Follow-up with the patient¿s pd registered nurse [pd)rn] confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ip gentamycin (dosages, frequencies, durations not provided). However, on (B)(6) 2025 the patient¿s peritoneal effluent culture result returned positive for klebsiella pneumoniae and the patient¿s antibiotics were discontinued and replaced with ip cefepime 1000 mg daily for 21 days. The patient is recovering from the serious adverse events and was discharged home on (B)(6) 2025 in stable condition. The pdrn stated the cause of the peritonitis is unknown, as the patient¿s residence is clean and he practices proper infection control techniques. The patient continued to undergo ccpd therapy while hospitalized and began utilizing the replacement liberty select cycler following discharge. Per the pdrn, despite the patient concurrently experiencing liberty select cycler issues, the serious adverse events were not caused by a fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However given the offending organism, a probable bowel source or a touch contamination event is likely the cause. Despite the patient concurrently experiencing liberty select cycler issues, the pdrn reported the serious adverse events were not caused by a fresenius product(s) and/or device(s) deficiency or malfunction. Individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Klebsiella is considered normal flora of the gi tract and is present in human feces. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2025. Follow-up with the patient¿s pd registered nurse [pd)rn] confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ip gentamycin (dosages, frequencies, durations not provided). However, on (B)(6) 2025 the patient¿s peritoneal effluent culture result returned positive for klebsiella pneumoniae and the patient¿s antibiotics were discontinued and replaced with ip cefepime 1000 mg daily for 21 days. The patient is recovering from the serious adverse events and was discharged home on (B)(6) 2025 in stable condition. The pdrn stated the cause of the peritonitis is unknown, as the patient¿s residence is clean and he practices proper infection control techniques. The patient continued to undergo ccpd therapy while hospitalized and began utilizing the replacement liberty select cycler following discharge. Per the pdrn, despite the patient concurrently experiencing liberty select cycler issues, the serious adverse events were not caused by a fresenius product(s) and/or device(s) deficiency or malfunction.